Event description:
Foley catheter was inserted into pt prior to moving to or bed and positioning. Midway through case, rn noted pt's foley on the floor with cath balloon deflated. New catheter inserted at end of procedure.